Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. The reported elevations in pump power and estimated flow values were confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the changes in pump parameters could not be conclusively determined. In addition, a direct correlation between the device and the reported elevated ldh levels could not be conclusively determined through this evaluation. The submitted log file showed the pump operating at the fixed speed of 9400 rpm with pump power generally remaining in the range of 5.5-7.5 watts. A few moderate power elevations above 8 watts were recorded (up to 10.3 watts); however, these transient power elevations were associated with pulsatility index events. All captured elevations in pump power correlated with elevations in estimated flow (up to 11.9 lpm). No notable alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had been taking coumadin and aspirin at the time of the event. The patient's inr was in therapeutic range (goal was 2-3). No treatment was administered to the patient. The patient's lactate dehydrogenase (ldh) decreased a week after the event, and there was no longer a concern for pump thrombus.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. The pump will not be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, during the patient's clinic visit, the health professional saw that intermittent high powers and high flows were captured in the previous few weeks of the of the patient's log file. The patient's lactate dehydrogenase was also elevated from the 300's u/l to the 500s u/l, and there was some concern for pump thrombus. The patient was asymptotic during the event. The log file was reviewed by the manufacturer, and the average power ranged from 5.2 watts to 10.3 watts, the average pi ranged from 3.1 to 7.1, and the average flow ranged from 4.0 lpm to 11.9 lpm. During the analysis of the log file, scattered pulsatility index events and some higher powers in the 8-9 watt range, as well as 1 power elevation at 10.3 watts were observed. Most of the higher powers were associated with pulsatility index events. Additional information regarding the event and the status of the patient was requested, but none has been provided.